Manufacturer narrative:
It was reported that mechanical ventilation failure and a gas analysis module fault were detected during the device's operation. No patient was injured. Draeger service engineers were involved in this incident. Upon investigation, the device had been in use for 6 years. Based on feedback from the engineers, the fault was likely caused by a motherboard failure. After replacing the motherboard, the device operated normally. If automatic ventilation fails or the automatic ventilation mode stops (ventilator fault), the monitoring functions remain unaffected; thus, the user can continuously stay informed about ventilation performance and patient gas measurements. During automatic ventilation, in the event of a ventilator fault, the ventilator will automatically shut down, switch to man/spont (safety mode), and trigger the corresponding ventilator fault alarm. Manual ventilation remains possible. Descriptions of all alarms, their possible causes, and remedial measures are provided in the instruction manual. When necessary, it is recommended that the user contact professionally trained draeger maintenance personnel to inspect the device and perform preventive maintenance in accordance with the relevant specifications outlined in the instruction manual.

Event description:
The anesthesia machine was utilized to administer general anesthesia to the patient. During the procedure, the anesthesia machine suddenly malfunctioned, failing to provide mechanical ventilation, and the gas analysis module ceased operation. Another operating room had an unused anesthesia machine, which was immediately provided to the patient for use. No patient was injured.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
The anesthesia machine was utilized to administer general anesthesia to the patient. During the procedure, the anesthesia machine suddenly malfunctioned, failing to provide mechanical ventilation, and the gas analysis module ceased operation. Another operating room had an unused anesthesia machine, which was immediately provided to the patient for use. No patient was injured.